Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that the set screw mark on the terminal pin was in the correct location. There was a cut through the insulation from the terminal pin and a corresponding cut in the suture sleeve was noted. The damage most likely occurred during the removal of suture. Further, the lead passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the physician reported that there was a possible lead dislodgement. This rv lead was explanted. No additional adverse patient effects were reported.